Event description:
It was reported that the patient's ipg was nonfunctional and it was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The patient was re-implanted with MRI compatible ipg. The explanted ipg was not returned.